Event description:
The customer stated error codes 1006, unable to process test, background read failure, 1007, unable to process test, activated read failure, and 1005, result cannot be calculated, final rlu read is outside the specification of the lowest calibrator. After clearing out all reaction vessels (rv) and replacing the rv lot, the issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The physician was attempting to pass bilateral extensions when the carrier broke off in the neck region. An additional incision was made in the patient's neck to retrieve the extensions and an additional pass was made. See manufacturer's report number 3004209178-2009-02609.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.